Event description:
Resident was in a sitting position on the center of the lift with legs dangling to the front off of the lift. The cushion that the resident was sitting on slid forward with the resident, causing the resident to fall to the floor. The first and third cushions were definitely secured but there is a question of whether the second cushion strap was secured. Facility has since acquired an add'l safety strap. The straps must be released for cleaning and then reattached. User questions the potential for an error to occur when this is a step that must be done prior to each use.